Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no information available regarding the impact on the customer's blood glucose level. Consequently, the device was returned for replacement with a new pump assigned with a different serial number.